Event description:
The operator of a dimension rxl max with hm instrument stated that all sodium results were low. Quality controls were within range at the time of event. The customer stated that no results were reported to the physician(s) and requested troubleshooting assistance. It is unknown if the samples were repeated and corrected results sent. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the tubing for fluids, mono pump seals, and seals on the rotary valves. The cse ran a system check, which failed. The cse then replaced and re-aligned the reagent probe 1 tips. The customer ran quality controls and several patient samples, which resulted within range. It was also discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely low sodium results is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications.no further evaluation of the device is required.